Event description:
The patient received her scs system on (B)(6) 2011. It was reported that the patient fell and as a result her stimulation changed. She has also experienced pain at her ipg site since her fall. An sjm representative was able to reprogram the patient and get coverage in all of needed areas. She was satisfied with the stimulation from the reprogramming.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.